Event description:
The delay of surgery was less than 30 minutes. There was no medical intervention necessary. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
Additional information has been requested on this event. A device history review was conducted. The report indicates after the manufacturing documents were reviewed and no complaint related issues were found. According to the manufacturer, the power tool conforms to manufacturer recommendations. Device was used for treatment, not diagnosis.

Event description:
(B)(4). Device report from synthes (B)(4) reports an event in (B)(6) as follows. It was reported that during the surgery, the power tool did not stop after the surgeon released the trigger. The power tool was revised by the manufacturer at a repair service in etupes on (B)(6) 2012. Involuntary insertion of a wire in the pelvis led to a prolongation of surgery. The power tool was sent to repair and service on 02/15/2013 for analysis. The device was returned on (B)(6) 2013 stating the power tool conforms to manufacturer recommendations. This is report number 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis.